Manufacturer narrative:
(B)(4). The complaint op316 cannula was received at fisher & paykel healthcare and was visually inspected. Visual inspection revealed that the right flexitube was damaged where it connects to the swivel grip. The plastic covering of the tubing was stretched and broken but the metal spring was still attached. The damage to the flexitube appears to have been caused by inadvertent stretching or pulling of the tube with excessive force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A hospital in france reported that the tubing of an opt316 optiflow junior nasal cannula broke and that this resulted in the patient desaturating to 73% fio2. They further reported that a nurse was present and took immediate action. It was confirmed that there was no patient harm.

Manufacturer narrative:
(B)(4) the complaint op316 cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in france reported that the tubing of an opt316 optiflow junior nasal cannula broke and that this resulted in the patient desaturating to 73% fio2. They further reported that a nurse was present and took immediate action. It was confirmed that there was no patient harm.